Event description:
It was reported that a catheter revision was done. There was "no fluid return on side access port." Imaging was done, a catheter break, tear, hole was noted. Revision was performed, no date was reported. No hospitalization was required. Patient outcome noted as "no injury." The device system was used to infuse morphine. . Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. Accessory: model 8590-1, lot# n255469, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).